Event description:
It was reported that biomed had an arctic sun device that was sent down for not cooling, confirmed that the mixing pump had failed and sending them the 2000 hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that biomed had an arctic sun device that was sent down for not cooling, confirmed that the mixing pump had failed and sending them the 2000 hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Confirmed that the mixing pump had failed and sending them the 2000 hour preventive maintenance. It was known that the device did not meet specifications and that the device was influenced by the reported failure. It is unknown if the device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.